Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the cartridge began leaking from the septum while customer was performing a fill tubing process. There was no impact to customers' blood glucose level.